Event description:
There was an allegation of questionable total protein (tpuc3) result from the cobas 8000 cobas c 502 module. Sample 1 initial result was 20.6 mg/dl and the repeat result was on a different module was 4.6 mg/dl. Sample 2 initial result was 45.1 mg/dl and the repeat result was 34.4 mg/dl. The repeat results were believed correct.

Manufacturer narrative:
The reagent lot number was 73011101 with an expiration date of 31-aug-2024. The field service engineer found the tubing for the cell detergent bottle was kinked which he replaced and adjusted the gear pump pressure. The customer successfully ran calibration and qc for all tests. The investigation determined the service actions resolved the issue.